Manufacturer narrative:
. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf104 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "broken port-a cath on friday. He receives 5 days of arsenic and hl's for home. On friday ( day 5) he started to leak." Additional information received (B)(6) 2021. What type of catheter securement was utilized? "Pac 19 g 3/4 inc" was there any patient harm reported? "Unknown - ?? Amount of lost medication". What they¿re being treated for: "cancer". "Other relevant history: 'this happened last cycle - last day of arsenic."